Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that an attempt was made to explant a patient's light adjustable lens+ (lal+, sn (B)(6) +11.0d) from the right eye due to blurry vision and visual disturbances. The procedure was aborted due to iris prolapse and anterior chamber narrowing.